Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens dislocated approx 1 month post implant. The pt noticed a decrease in vision. The lens was repositioned and a capsular tension right (ctr) was used. The surgeon indicated that the likely cause of the event is capsule contraction syndrome. The pt's current prognosis is described as "good". This report pertains to the pt's left eye.